Manufacturer narrative:
The evaluation confirmed the customer's reported issue as the referenced camera was found to have no image at start-up due to a faulty printed circuit board. Additionally, the connector is loose and the video connector pins inside the socket are damaged. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus field service engineer was informed by the user facility that ¿the images are with interferences due to a loose connector¿ from the customer visera video system center during an unspecified procedure. The procedure was not delayed more than 15 minutes and was completed with another similar device. The equipment was returned to the repair center (osh) and upon inspecting/testing, the suspected camera was found to have no image at start-up due to a faulty printed circuit board (reportable). No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to the defective motherboard and interference on the image and loose connector is likely due to the loosened video connector socket. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.